Manufacturer narrative:
The patient was under palliative treatment for advanced lung cancer. The user facility reported there was neither malfunction nor performance issue with the trufreeze system and has declined to provide further information on the patient's status due to hospital confidentiality policy. A steris endoscopy representative was present at the time of the procedure and confirmed appropriate procedure set-up and precautionary monitoring. Device logs from the procedure have been reviewed and show normal use. The console remains in service and the disposable catheter was not returned to steris endoscopy for evaluation. The instructions for use include the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." The instructions for use also include contraindication against use "where any procedure or anatomy proximal to the ablation site has significantly reduced or restricted the flow area of the lumen creating a restriction where gas created from liquid nitrogen cannot adequately vent." Steris endoscopy has offered consult and in-service training to the user facility; however, the user facility has declined. No further issues have been reported.

Event description:
The user facility reported that during palliative spray cryotherapy on a tumor obstructing both left and right airways the patient experienced pneumothorax and cardiac arrest. Following the reported event, the procedure was discontinued, and the patient was resuscitated and moved to the ICU.